Manufacturer narrative:
An event regarding damage involving an unknown implant triathlon femoral component was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's knee was revised due to dissociation of the polyethylene from the metal in the patellar component. Intra-operatively, metal debris was found in the knee due to the metal articulating against the femoral component. Metal debris was also found embedded in the insert. The patellar component and insert were revised, the femoral component was retained. Rep confirmed that no further information will be released by the hospital or surgeon.